Event description:
It was reported that an asymptomatic patient presented in the emergency room after receiving a single patient notification. Interrogation revealed alert for high, out of range, pacing lead impedance. Measurements were in normal range when tested at hospital. Patient continued to be monitored remotely.

Manufacturer narrative:
.